Event description:
The customer reported to philips healthcare that the heartstart xl failed to deliver a shock to a patient that had "coded". There is no further info regarding the patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.